Event description:
Deceptive and unsubstantiated health claims. Https://www.amazon.com/dp/b085ny3rjq product is advertised as "100% silver" in the title. When they arrived, my wife tested them and had an allergic reaction (she is sensitive to alloys). We double checked the box and it said "100% silver 950 regular". Nowhere in the amazon product description does it truthfully say that 950 number or the true 95% purity. They even edited the main product image to blank out that part of the box on the bottom right where it would have told the truth. Had my wife not tested somewhere else before putting these on her poor sore nipples (we have a 5 day old newborn) it would have been a disaster. Images for (1) product image as seen on amazon (screenshot) and (2) photo of the actual product box. Note the bottom right of the real box where it says the true "950" purity has been edited out in the amazon product image. Full product title at time of writing (in case they try to change it): koala babycare the original nursing cups 100% silver ¿ nipple shields for nursing newborn - breastfeeding essentials protect and soothe cracked nipples ¿ standard size full product description at time of writing (in case they try to change it): for the protection and comfort of sore and cracked nipples: nipple shields which soothe irritation and support the comfort of cracked, painful nipples thanks to silver's natural soothing properties. Our silver nursing pads also protect the delicate nipple area from direct contact with clothing. With koala babycare silver nipple cups, you won't risk having to stop nursing your baby out of discomfort or pain. No creams or lotions needed: unlike with nipple cream, koala silver cups won't alter the taste or smell of breast milk. This is vital in helping the baby latch on to the breast properly. Koala breast pads are completely odorless and can be removed just before breastfeeding. Comfortable and discreet to wear: they fit all breast shapes perfectly and are available in two different sizes. Their anatomical design makes them invisible underneath clothes, and so comfortable you can hardly feel they are there. They protect the sensitive nipple area from direct contact with clothing and are worn discreetly and comfortably underneath your bra quality raw material: koala silver nursing cups are made of pure silver.100% quality assurance and eco-friendly: they can be reused throughout the entire breastfeeding period as well as during future pregnancies (as opposed to single use disposable nursing pads). Size: regular ø 1.69 in (inch) - h 0.25 in; maxi ø 1.73 in - h 0.47 in. Easy to use: apply a drop of breast milk inside the nipple shield cups so they adhere well to your breasts. Place them on your nipples and then put on your bra. Breast milk promotes comfort for sore, cracked nipples, and their anatomical design prevents them from moving around. Start using them a few days prior to the birth as a preventative measure. All the benefits of a non-perforated design: studies suggest that moisture helps support the release of ions (ag+), which enhances the natural soothing properties of silver. This is why our cups are designed without perforations. Natural silver maintenance and how to clean: our silver cups are made of pure silver, not chemically treated, to maintain its natural properties. For this reason, silver can naturally darken over time due to oxidation, an entirely natural process that does not compromise the effectiveness of the product. To clean them, simply mix a little water and baking soda to create a cream that should then be rubbed gently with a soft cloth. This will allow the silver cups to become shiny again.